Event description:
It was reported the patient could not communicate with external devices after an unrelated surgery. In turn, troubleshooting was able to resolve the issue. The device is providing therapy.

Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.